Event description:
Defective bd 1 ml luer-lok tip syringe. Syringe opening containing the tip is flattened and not perfectly round, thus, syringe cannot be attached to other luer-lok devices. FDA safety report ID# (B)(4).